Event description:
Boston scientific crm received information that this product was included in this infection-related event. There was no report of specific adverse patient effects due to the explant procedure.

Manufacturer narrative:
According to all available information, the lead was explanted and will not be returned for analysis. If additional information becomes available, this report will be updated.